Event description:
The customer reported that heparin 25,000units/250ml was initiated at 1348 for a patient in the ed. The infusion rate was 11ml/h. At 1520 the bag was found empty although the pump indicated that "a significant amount of the bag (volume to be infused) remained". The customer's biomed tested the device, found no fault with it and concluded that the problem must be related to the IV set. However, he has provided the event logs for investigation of pump programming. The patient required more frequent monitoring of aptt but did not require any medication and no lasting harm was reported.

Manufacturer narrative:
The customer complaint that a pump module infused too much was not confirmed from a review of the pcu event logs, and no device was returned for investigation. (B)(6). The log review alone cannot determine why an infusion programmed to infuse for approximately 23 hours experienced an air-in-line alarm after infusing only 1 hour and 54 minutes. The device was not sent in for investigation because the customer reported that their medical engineering group tested the device and found no issues. Functional testing was performed on the returned administration sets, no leaks were observed. The root cause of the customer¿s report of over infusion of heparin was not determined.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.